Manufacturer narrative:
The unit had an unresponsive button due to corroded keypad trace. No button error alarms occurred. The insulin pump was inspected and there was no trace of moisture damage found on the electronic and motor assembly. The unit had cracked case above corners of display window,reservoir tube and battery tube threads, and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.